Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, one of the brand-new helium tanks was registered as being half full. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) found it appears the o-ring on the back of the cardiosave rescue has broken and is leaking helium. As of now, the investigation is closed, if any new information is received future related to part replacement and repair, a supplemental report will be submitted.